Event description:
It was reported that the pt fell onto the ground on (B) (6) 2009. Since that he no longer has hearing sensations any more. Testing carried out on (B) (6) and (B) (6) 2009, showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.